Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed due to a faulty light guide plug. A root cause could not be identified. Based on the results of the investigation, it is likely an degradation problem led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had scope communication error b30. The issue occurred during maintenance. There were no reports of patient involvement.